Event description:
User reports receiving instrument alarm, "system water low or empty", but stated water container is not empty. User said water was spilling from the analyzer onto the floor and into the walkway. The water leak has been cleaned up. No one has slipped or hurt themselves, and no pts have been involved.

Manufacturer narrative:
The field service rep determined the cause to be a mechanical failure of input water float switch, and cleaned input water float switch and inspected input water flow patch for integrity. Controls were run to verify sys performance.